Manufacturer narrative:
(B)(6), 2013. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
The physician reported that during a follow-up visit, the atrial impedance was measured as >300 ohms. It was also indicated that a re-intervention was performed, and the atrial lead could be extracted without loosening the associated set-screw of the subject device. Another pacemaker was implanted.